Manufacturer narrative:
Follow-up # 2 ¿ (05/07/2014) - additional information. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (05/07/2014). The patient¿s meter and test strips have been returned on 4/22/2014 and 4/29/2014, respectively, and evaluated by lifescan product analysis on 4/24/2014 and 4/29/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch verio iq meter read inaccurately. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged inaccuracy began on (B)(6) 2013 at 6:00 a.m. When she obtained blood glucose results of ¿355, 313, 372 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 20%. The patient manages her diabetes with insulin (novolog, self-adjuster) and stated she took an increased dose of insulin (6 units) in response to the alleged inaccurate result(s). The patient reported, 1 ½ hours after the alleged issue occurred, she developed symptoms of ¿sweating, confused, shaky, going numb¿. She retested her blood glucose and obtained a result of ¿126 mg/dl¿ with the subject meter. Immediately after, the patient self-treated with fruit snacks and confirmed she began to feel better, about 5 hours afterwards. At the time of the follow-up call, the patient informed the mss that she tests her blood glucose 8-10 times a day and that her normal/typical blood glucose readings range ¿in the low 100s¿ in the morning, ¿115-120 mg/dl¿ in the afternoon, and ¿150-200 mg/dl¿ at bedtime. The patient stated that these results were higher compared to her normal results and feels that she ¿gave herself too much insulin¿. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.